Manufacturer narrative:
The complaint investigation for observed false negative architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling and device history records. Return testing was not completed as returns were not available. In house testing of reagent lot 18276fn00 was completed. Device history record review of lot 18276fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing for reagent lot 18276fn00 for both clinical specificity and sensitivity was completed using a retained sample of the complaint lot. For specificity testing, twenty replicates of the negative control were tested, and all validity and acceptance criteria were met indicating that the lot is performing acceptably. For sensitivity testing, twenty replicates of the positive control were tested, and all validity and acceptance criteria were met indicating that the lot is performing acceptably. The complaint text documents that all samples were taken >14 days post pcr positive results but the specific timeframe is not provided. For one of the patients an earlier sample (4 months previously), when tested did show positive on architect sars-cov-2 igg and showed a higher result on the iflash method indicating that antibody titres did fall over this timeframe. In the case of architect this confirms that igg was previously correctly determined, and the patient may have undergone seroreversion. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. A direct comparison should not be made between the architect sars-cov-2 igg assay and the vitros or pantec iflash methods. The architect sars-cov-2 igg is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2 whereas the vitros method detects antibodies to the spike protein of sars-cov-2 and the pantec iflash method detects antibodies to both the nucleocapsid and spike protein. Emerging literature on sars cov-2 serology indicates that antibody responses to the virus decline over time. In some cases, this transient response results in the decline of both igg and neutralizing antibody titers, seow et al; https://doi.org/10.1101/2020.07.09.20148429 and ou et al; https://doi.org/10.1101/2020.05.22.20102525. It remains unknown for how long antibodies persist following infection and if the presence of antibodies is indicative of protective immunity. The study, quan-xin long et al, ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections¿, nature medicine, https://doi.org/10.1038/s41591-020-0965-6, observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2¿3 months after infection. Based on the investigation architect sars-cov-2 igg reagent lot 18276fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifiers = (B)(6). This report is being filed on an international product, list number 06r86-22 that has a similar product distributed in the us, list number 06r86-20.

Event description:
The customer reported false negative architect sars-cov-2-igg results for 3 patients. The customer is comparing architect sars-cov-2-igg and igm to other instrumentation. No architect data was used for patient reporting. The following data was provided on (B)(6) 2020: on (B)(6) 2020 = patient 1: sid (B)(6). Architect= sars-cov-2 igg = 1.08 s/c (cutoff is < 1.4 s/c negative), sars-cov-2 igm = 0.34 s/c (cutoff is < 1.00 s/c is negative). Ortho = total igg (iga+igg+igm) anti-s1 = 44.8 s/c (cutoff is > 1.00 s/c positive), and igg anti-s = 2.52 s/c (cutoff is > 1.00 s/c is positive). Pantec iflash = igg = 15 au/ml (cutoff > 10 au/ml is positive), igm = negative. Different architect = cov-2 igg = 1.22 s/c (negative), cov-2 igm = 0.37 s/c (negative). On (B)(6) 2020 = patient 2: sid (B)(6). Architect = sars-cov-2 igg = 0.68 s/c (negative), sars-cov-2 igm = 0.92 s/c (negative). Ortho = total igg¿s (iga+igg+igm) anti-s1 = 170 s/c (positive), and igg anti-s = 6.09 (positive). Pantec iflash = igg (anti n/s) = 11.17 au/ml (positive), igm (anti-n/s) = negative. Different architect = cov-2 igg = 0.70 s/c (negative), cov-2 igm = 1.01 s/c (positive). On (B)(6) 2020= patient 3: basco ros (frozen sample from (B)(6) 2020, thawed according to specifications). Architect = sars-cov-2 igg = 1.18 s/c (negative), sars-cov2-igm = negative. Ortho = total igg (iga+igg+igm) anti-s1 = 2.32 s/c (positive), and igg anti-s = 2.48 s/c (positive). Pantec iflash = igg (anti n/s) = 15.37 au/ml (positive), igm (anti-n/s) = negative. Different architect = cov-2 igg = 1.22 s/c (negative). Sample from (B)(6) 2020 = pantec iflash = igg (anti n/s) = 58 au/ml (positive). Thawed sample from (B)(6) 2020 = architect sars-cov-2 igg = 4.09 s/c (positive) . There was no impact to patient management reported.